Manufacturer narrative:
E1: initial reporter city: (B)(6).

Event description:
It was reported that the rotalink got separated. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal right coronary artery. A 1.50mm rotapro was selected for use, during the procedure, it was noted that the device got separated at the joint between the rotating burr and the drive shaft. The detached fragment was retrieved with a 7fr guidezilla. The procedure was completed with regular balloon therapy. No further patient complications reported.

Manufacturer narrative:
E1: initial reporter city: (B)(6). Device evaluated by MFR.: returned product consisted of the rotapro atherectomy system. The system was returned with the burr catheter connected to the advancer. The rotawire used in the procedure was returned which contained the detached burr to the rotapro system. A visual inspection of the device found that the coil was detached at the burr. A microscopic inspection of the device found no damage or irregularity. Device analysis confirmed the reported event of burr detachment, as the burr was found to be detached and moveable on the returned rotawire, and the coil was found to be detached.

Event description:
It was reported that the rotalink got separated. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal right coronary artery. A 1.50mm rotapro was selected for use, during the procedure, it was noted that the device got separated at the joint between the rotating burr and the drive shaft. The detached fragment was retrieved with a 7fr guidezilla. The procedure was completed with the use of a regular balloon therapy. No further patient complications reported.